Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high blood glucose alerts. They are also receiving hardware low level failure alarms. Their blood glucose level during the incident was unknown. The device will not be returned for analysis.